Event description:
The sales representative reported on behalf of the customer that the ce200, beamer esu, kls martin was being used on (B)(6) 2023 during a colonoscopy procedure and ¿was having a colonoscopy with hot snare polypectomy. Patient was grounded. Patient felt pain when polyp was hot snared off. Patient came back to the ed 2 days later with colonic perforation and had to have surgery.". The procedure was completed with no delay. After further assessment it was found, "his colonoscopy date was (B)(6) 2023. His date for his colon surgery for perforation repair was (B)(6) 2023.". The boston scientific captivator small oval snare was used. "Everything appeared to be functioning properly." The settings on ce200 were 30 watts. "Looking at the patient's medical chart it says that he was discharged from the hospital on (B)(6) 2023 to a skilled nursing facility. He would of been in the hospital from (B)(6) 2023 to (B)(6) 2023." To date there have been no statements of fault with any conmed device used during the procedure. This report is being raised due to the reported injury of a second surgery to repair a perforated colon.

Manufacturer narrative:
Correction: d3 legal manufacturer was changed to kls martin gmbh & co. Kg manufacturer narrative: an evaluation of the returned device found no fault. The unit was tested and meets all specifications. The unit software was upgraded. The preventive maintenance was overdue. The service history was reviewed, and no data was found. A device history record review was requested from the manufacturer, and no indication of abnormalities was communicated. The device was manufactured in 2011. A risk analysis cannot be conducted since conmed does not own the risk documents for this device. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ce200, beamer esu, kls martin was being used on (B)(6) 2023 during a colonoscopy procedure and ¿was having a colonoscopy with hot snare polypectomy. Patient was grounded. Patient felt pain when polyp was hot snared off. Patient came back to the ed 2 days later with colonic perforation and had to have surgery." The procedure was completed with no delay. After further assessment it was found, "his colonoscopy date was (B)(6) 2023. His date for his colon surgery for perforation repair was (B)(6) 2023". The boston scientific captivator small oval snare was used. "Everything appeared to be functioning properly." The settings on ce200 were 30 watts. "Looking at the patient's medical chart it says that he was discharged from the hospital on (B)(6) 2023 to a skilled nursing facility. He would of been in the hospital from (B)(6) 2023." To date there have been no statements of fault with any conmed device used during the procedure. This report is being raised due to the reported injury of a second surgery to repair a perforated colon.